Event description:
It was reported to co that a 36 year old female pt in the latter stage of lung cancer received an overdose of morphine. The pt was supposed to receive a 5mg/ml concentration of morphine at a rate of 2mg/hr. Instead the pt received 70cc of the morphine solution in 1 hr and 20 min.